Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the handpiece does not "pulverize". Procedure details and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
Corrected information has been provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).